Event description:
Laparoscopic microwave ablation probe failed during usage of a laparoscopic liver resection. Product removed from surgical field. No harm was came to patient. A new probe was obtained and surgical procedure was completed. The product was isolated for inspection by manufacturer.